Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: >7.5, >7.5, lab: 4.0. Patient self tester's therapeutic range is 3.0-3.5. Time between testing = 2 hours. Patient self tester was sent to the hospital after receiving the >7.5 result; she stated that she noticed a bruise on her ankle and she is not sure of how it got there.

Manufacturer narrative:
User reported several inratio results alongside a lab value. All inratio results reported by the customer exceeded the measurable range of the meter (> 7.5 inr). Since these results are unspecified, further precise correlation analysis with the lab value is not possible. Calculated mean would fall above 5.0 inr, with the difference between the inratio results and the lab value exceeding 2.2 inr. No product associated with the complaint is expected for return. No further investigation is possible. The results are considered discrepant beyond the documented variability for pt/inr testing. Further testing was pursued. In-house therapeutic donor testing has been performed on reported lot 284358 on (B)(4) 2012. Results as follows: donor 1, inratio: 3.8, inratio: 3.5, inratio: 3.6, ref.: 3.74, bias threshold: 2.74 - 4.74, %cv: 4.20; donor 2: 2.6, 2.5, 2.6, 2.77, 1.77 - 3.77, 2.25. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: review of complaint revealed customer's inratio test >7.5. Root cause could not be determined. No product was expected to be returned; in-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(4) 2012, 10 discrepant results complaints were reported for lot 284358 yielding a complaint rate of 0.026%. Due to this low occurrence rate, below the total complaint action threshold of 0.075, no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.